Manufacturer narrative:
H6: investigation summary: one sample (model #2420-0500) was returned by the customer. It was reported that the nurse flushed the patient's IV to make sure it was patent and the alarm rang "occluded". The set was examined for defects and abnormalities. The returned set arrived separated at the upper fitment of the silicone pumping segment. No retainer ring was returned. Visual inspection under magnification was performed on the silicon pumping segment. Indentation from the retainer ring could be observed, indicating that the retainer ring was properly aligned during the manufacturing process. The root cause of the set separation could not be determined. However, at some point the set may have been pulled or stretched beyond the retention specification between the silicone segment and the set¿s lower fitment during use or set loading. A device history record review could not be performed on model 2420-0500 because a lot number was not provided by the customer.

Event description:
It was reported that gem v/nv 20dp ckv 2ss 117-in 20pk experienced a case of flow issues, and a case of component separation. The following information was provided by the initial reporter: material #: 2420-0500. Batch/ lot #: unknown. Nurse brought patient down for a procedure. Patient was on IV fluids. Nurse flushed the patient's IV to make sure it was patent with the IV pump. The alarm rang "occluded". Writer used a flush to check patency. The solution did not go towards the IV, but back through the IV pump and separated the tubing below the bag. Nurse switched out the tubing and that worked fine.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that gem v/nv 20dp ckv 2ss 117-in 20pk experienced a case of flow issues, and a case of component separation. The following information was provided by the initial reporter: material #: 2420-0500 batch/ lot #: unknown. Nurse brought patient down for a procedure. Patient was on IV fluids. Nurse flushed the patient's IV to make sure it was patent with the IV pump. The alarm rang "occluded". Writer used a flush to check patency. The solution did not go towards the IV, but back through the IV pump and separated the tubing below the bag. Nurse switched out the tubing and that worked fine.